Event description:
In the hospital, an appendicectomy on a female patient of normal skin type was performed. A martin electrosurgical generator with alarm (the hospital does not remember the model) and a split dispersive electrode were used. The duration of the procedure, and the generator's power setting have not been reported. The patient was not moved during the procedure. The skin was shaved and disinfected with "iodopovidon" solution. The electrode has been applied on the right thigh. When connecting the dispersive electrode, the martin generator did not activate. The electrode was replaced with a new one and the surgical procedure was performed. The day after, in the recovery room, a burn was noticed on the right thigh of the patient corresponding with the right edge on the bottom side of the electrode. The electrode had been discarded after the surgical procedure and was no longer available for examination.

Manufacturer narrative:
As the device involved has been discarded by the user, only the retained samples of the same lot have been tested thermally, electrically, for their adhesion and inspected visually. All samples were found to perform within limits and no faults could be detected. It has not been disclosed of what severity the burn was and whether it had to be treated medically or not. We will continue to request this information. At this stage, no conclusion as to the cause of the burn can be drawn. However, the responsible person of the operating room states that they continue to use rs25 electrodes during surgical procedures without having any problem.